Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added: a4: patient weight. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of the data log file did not reveal any communication errors logged within the analyzed period. Review of the alarm log file did not reveal any power disconnect alarms or vad stopped alarms were logged within the analyzed period. Review of the event log file revealed a controller power up event on (B)(6)2021 at 19:02:27. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 21% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 45% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 13 seconds. No anomalies were recorded leading up to the loss of power. Loss of power will result in a continuous audible alarm. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. The patient likely perceived these events as the reported ¿vad stop¿ event. Review of the alarm log file revealed a controller fault alarm logged on (B)(6) 2021 at 19:39:53 indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported controller loss of power with an associated "vad stop" and controller fault alarm events were confirmed. The reported power disconnect alarm, battery no power event, and communication error event could not be confirmed. The batteries were lubricated prior to release. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation, experience with events of similar circumstances were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d1: heartware ventricular assist system ¿battery d4: serial #: (B)(6) d9: yes, (B)(6) 2021 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿battery d4: serial #: (B)(6) d9: yes, (B)(6) 2021 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿battery d4: serial #: (B)(6) d9: yes, (B)(6) 2021 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system, battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2020 / serial #: (B)(4), UDI #: (B)(4). Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 08-apr-2021, labeled for single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). Additional information has been requested regarding the patient weight and the return status of the controller of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited a communication error and were not providing power causing a ventricular assist device (vad) stop alarm and power disconnect alarm. The controller also exhibited an unexpected loss of power and a controller fault alarm. The controller and all batteries were exchanged. No patient complications have been reported as a result of this event.